Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for less the 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.